Event description:
It was reported that there was an I&d and washout due to possible infection.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving an adm liner was reported. The event was not confirmed. The device was not returned for analysis due to hospital policy. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. Additional devices listed in this report: cat # 542-11-44c, lot # 37038201, description: trident psl with purefix ha . Cat # 626-00-36c, lot # 39271503, description: 6 modular dual mobility insert. Cat # 5096-4615, lot # mkna8v, description: restoration acetabular 46mm od x 15mm wedge augment. Cat # 2030-6530-1, lot # mmm66m, description: 6.5 cancellous bone screw 30mm. Cat # 2030-6520-1, lot # mlkd0l, description: 6.5 cancellous bone screw 20mm. Cat # 2080-0045, lot # mkr665, description: gap plate screws. Cat # 2080-0050, lot # mkrl8e, description: gap plate screws.

Event description:
It was reported that there was an I&d and washout due to possible infection.

Manufacturer narrative:
Additional devices listed in this report: cat # 6051-0730s, lot # mml2yj, description: secur-fit max 132 hip stem #7; cat # 06-2200, lot # mlt79w, description: c-taper cocr lfit head 22mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.